Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that there was a micro monorail was put in incorrectly. The patient came back and was not lengthening. The x-ray showed that clamps were put on the same side as the bar. The surgeon is planning on putting on a plate and revising on (B)(6) 2013.